Event description:
(B)(6) also stated she switched the pump to semiauto mode using pressure trigger due to significant patient ectopy. A screenshot of the iabp monitor revealed an ECG waveform with significant artifact while the pump was in automode and pressure trigger. A second screenshot showed the pump in semiauto mode using pressure trigger. (B)(6) reported an irregular pressure trigger message while in semiauto mode. Esp personnel reviewed the difference between automode and semiauto mode and recommended replacing ECG electrodes applying doppler gel to the back of each electrode and positioning the electrodes to improve conduction. Esp personnel emphasized the importance of obtaining an ECG waveform free of artifact and reconsidering automode after electrode replacement. (B)(6) stated she would follow the recommendations and call back if additional questions arose. Later (B)(6) sent a screenshot of the most recent chest x ray showing the distal marker positioned between the second and third intercostal space. Esp personnel asked if the ECG electrodes were replaced and if the pump was switched back to automode. (B)(6) stated she was addressing this but no follow up monitor screenshot was received. Esp personnel provided direct contact information and requested it be shared with the night shift rn. Esp personnel later followed up with the night shift rn (B)(6) who reported continued ectopy and that the pump remained in semiauto mode with an irregular pressure trigger message. Esp personnel again reviewed the difference between semiauto and automode and reiterated recommendations to replace ECG electrodes apply doppler gel and adjust electrode placement to improve conduction and reconsider automode. No patient harm or injury was reported.

Manufacturer narrative:
Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had done troubleshooting steps and the nature of the alarm was reviewed with the customer. Additionally, the customer had an irregular pressure trigger message and a screenshot was reviewed of the iabp screen. The ECG waveform had significant artifact while using pressure trigger in auto, and with semi-auto mode revealed the message. It was told to the customer two times to reconsider auto mode after troubleshooting the ECG artifact by replacing the ECG electrodes with doppler gel. The customer would work on it but never followed up with personnel to confirm. The customer would also callback should they need any additional troubleshooting assistance.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code). Corrected field - d10, h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had done troubleshooting steps and the nature of the alarm was reviewed with the customer. Additionally, the customer had an irregular pressure trigger message and a screenshot was reviewed of the iabp screen. The ECG waveform had significant artifact while using pressure trigger in auto, and with semi-auto mode revealed the message.